Event description:
It was reported that the catheter was being stripped due to fibrin formation along the length of the portion of the catheter with the side holes. During the stripping procedure the catheter broke. The fragment was retrieved.